Manufacturer narrative:
A4: corrected/additional information.

Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: cumadin, tylenol, methoprolate. A review of the manufacturing records for the device was unable to be conducted as no lot number was available; as such, no UDI was generated. According to the instructions for use (IFU) for the gore® dryseal flex introducer sheath; adverse events that may occur include, but are not limited to include: blood loss, bleeding, hematoma, vascular trauma (i.e., dissection, rupture, perforation, tear, etc.), death.

Event description:
On (B)(6) 2019, this patient underwent treatment for a left common iliac artery aneurysm (lciaa) and a dissecting abdominal aorta, which extended from the renal arteries down to the lcia. The patient was treated with gore® excluder® aaa endoprostheses featuring c3® delivery system. A 16 fr gore® dryseal flex introducer sheath was positioned in the left common femoral artery and a 14fr gore® dryseal flex introducer was positioned in the right common femoral artery. A trunk ipsilateral leg component (rlt261414) was advanced via the 16 fr sheath on the left and deployed just distal to the renal arteries, and a contralateral leg component (plc 161000) was then advanced and deployed on the left side and extended down to the left external iliac artery with intentional coverage of the left hypogastric artery which was then coiled. Next a contralateral leg component (plc231200) was advanced and deployed within the contralateral gate via the 14 fr sheath with coverage extending distally to just above the right hypogastric artery. At this time it was noted that the patient¿s pressure was a little low and anesthesiology confirmed an invalid measurement; no tear or rupture was suspected up to this point. Towards the end of the case the physician noticed the patient¿s bp continued to deteriorate and anesthesiology took a second lab to check. Concerned there was a bleed the patient was pulled out from under the image intensifier where it showed the patient¿s belly was distended and full of blood. An angiogram was then performed on the patient via the sheath on the right side and extravasation was visualized. The physician decided to extend coverage on the left side and an additional plc201000 was placed to try and contain the bleed. Additional angioplasty was performed however blood could be seen towards the left common femoral artery. A cutdown was performed with the balloon left inflated inside the graft to try and contain bloodflow. The physician decided to extend further on the left side and a plc201200 was placed and extended almost to the almost up to the inguinal near the transition to the common femoral artery. Repeat angio was performed and showed the patient was still bleeding uncontrollably. The patient went into ventricular tachycardia and expired intraprocedure despite life saving measures that were attempted. The physician suspects a tear at the left common femoral artery caused the bleeding. The patients etiology included a suspected but undetermined tissue disorder. The patient¿s left common femoral arteries were reported to have measured 11-12mm in diameter.